Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion , the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection set. The customer reports that the needle became unattached from the hub when removing, leaving the needle in the pt arm. The customer reports the needle was pulled out with no medical intervention required.